Event description:
The manufacturer received information alleging unit alarming for "low o2 inlet pressure". There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. Onsite service arranged. Field service engineer (fse) ran device for 20 minutes running on 80% o2 and was not able to duplicate issue. Evt_low_o2_inlet_pressure means the pressure at the oxygen blending module inlet is less than 5psig. This issue is related to a measured source of the o2 source and is not considered a reportable error code. However, after not being able to duplicate the reported issue, fse performed performance verification tests and found the device failed a test step related to active exhalation during testing. The device's three-way solenoid valve was replaced to address the issue.

Manufacturer narrative:
The reported test step failure related to active exhalation is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction identified in this complaint record during testing of the device prior to distribution.